Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was intermittently not allowing the pump battery to be charged and pump volume was intermittently too low as one of the pump speaker holes appeared to be obstructed. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.